Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, around 6pm, the patient was at her friend¿s house when she passed out. Prior to this, the patient did not have any symptoms and stated her cgm was reading ¿high¿ (no specific value could be recalled). The patient was wearing an omnipod insulin pump. The patient¿s friend called ems. Once ems arrived, the patient¿s bg meter reading was tested and was ¿low¿ (no specific value could be recalled). Ems treated the patient with IV dextrose and transported her to the ER. At the ER, the patient stated her cgm was still providing an unspecified high reading while her bg meter reading was an unspecified low value. The patient was further treated with IV fluids. The patient was discharged around 12pm the following day (less than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.